Event description:
The equipment was placed on the scope and the scope was placed in the esophagus. The view was obscured by the equipment. Unable to do procedure today. Patient will need to return. Procedure note:the videoscope was passed. The esophagus shows one significant-sized 3+ varix distally. The previous ulcers are healed. Frontal and retroflexed views under the gastroesophageal (ge) junction and cardia shows no masses or ulceration. I do not see any gastric varices. I do not see portal gastropathy. The body and antrum are unremarkable. Pylorus is patent without ulceration. Bulb is unremarkable. The scope was retrieved. The bander was put on. The scope was then reinserted down, but due to malfunctioning of the equipment, about 50% of my lumen is obscured. The scope and apparatus were withdrawn and a second box was opened up and apparently to the same lot and, despite efforts of 3 nurses, who were all experienced with banding, the apparatus cannot successfully be put on the scope without obscuring 50% of the lumen. As such, the banding part was aborted. I will send product to the or for pickup.